Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Procedure name? >>unknown, incision case in dermatology. 2. Was there any quality issue noticed with the suture used intra-op or post-op? >>no . 3. Was there suture breakage noticed post-op? >>no. 4. What tissue was the needle/ suture combination used on? >>derma layer . 5. Was the suture placed interrupted or continuous stitch? >>unknown. 6. How many knots were placed in the suture? >>unknown, depends on the length of incision. 7. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? >>unknown. 8. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? >>unknown. 9. Describe the manifestation of reaction (location, severity, appearance, systemic or local reaction) >>local reaction of inflammation & redness. 10. Any other patient consequences noticed or adverse event outcome? >>the other patient had the same consequences. 11. Was there any additional treatment required for the patient due to the patient consequences reported? >> anti-inflammatory drugs. 12. Was there any medical or surgical intervention performed to treat the patient condition post-op? >>anti-inflammatory drugs. 13. Does the patient have any pre-existing medical conditions? >> unknown. 14. Patient current condition? >>well-controlled after applying anti-inflammatory drugs.

Event description:
It was reported that a patient underwent dermatology procedure on unknown date and suture was used. Post- operatively, the patient presented with swelling, inflammation and the suture spitting. The patient was prescribed topical anti-inflammatory medication. The patient condition is reported as improved. Additional information was requested.